Manufacturer narrative:
No additional information is available at this time. Should more information become available, this event will be reopened. Return of this lead is pending.

Manufacturer narrative:
Our analysis confirmed the clinical observation of a fractured lead. The complete lead was returned for analysis. A fracture of the rate/sense negative (rs-) coil was identified under the distal shocking coil at a point located between 607 - 613 millimeters from the terminal pin. X-ray images showed a small loose segment of wire; it could not be determined which wire the loose segment was from. All of the fracture surfaces on the proximal and distal side of the fractured rs- coil showed evidence of fatigue covering the majority of the fracture surface, which indicates a high-cycle low-stress fatigue fracture. Two of the wires on the distal fracture surfaces showed evidence of titanium-rich inclusions at the origins, which are likely titanium carbonitrides from the manufacturing process.

Event description:
Boston scientific crm received information that this implantable right ventricular lead exhibited increasing pacing impedance measurements. Measurements were not out of range. Recreatable noise was observed on the rate/sense channel which was oversensed and resulted in an inappropriate shock but not inhibition of pacing. Shock impedance measurements were good. The rate/sense portion of this lead was thought to be fractured. An invasive procedure was performed and the rate/sense portion of this lead was surgically capped and abandoned. A competitive rate/sense lead was successfully implanted and the shocking portion of the chronic lead remains in service. No adverse patient effects were reported. This lead subsequently was explanted sixteen months later secondary to the explant of the replacement lead due to high out-of-range shock impedance measurements. A new right ventricular defibrillation lead was implanted with no adverse patient effects.